Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a fluid leak. A new device was implanted and there were no patient complications.